Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab ultrasound imaging system was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the console could not be turned on. The procedure could not be completed due to this event. There was no patient complications reported.